Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, a broken belt clip slot, a stained end cap sticker and a stained address and serial number label.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).